Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a cartridge alarm (alarm 30) during basal delivery with multiple cartridges. Blood glucose was between 100-199 mg/dl. Tandem technical support made multiple attempts to follow up with customer to attain method of backup therapy, but could not reach the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.